Event description:
I lost the use of my right arm. Several surgeons have asked me about the peculiar scar on my chest. I have been seeking someone to remove mcghan implants placed post mastectomy. The product and the insertion method conspired to disable me. Many different side effects developed over time. I am still unable to find a surgeon to remove the implants even though my insurer approved an en bloc capsulectomy. I have felt most of the symptoms listed on various sites for bii. I was "over diagnosed" with breast cancer in 2004. After removing my tissue no evidence of disease was found, but I had these rocks on my chest. No one told me about any risks or longevity or maintenance or anything!!! My right breast is twisted with my nipple trying to look over my shoulder. I have chronic neurological pain. Headaches, brain fog, tinnitus, neck, chest, back arm pain and chronic tension. I've wanted to die. Reference report: mw5118181.